Event description:
Bd alaris pump infusion set tubing came apart at an area where it should not have. Rn was preparing to hang IV when she took tubing from package and it was in 2 pieces. Is the product compounded?: no. Is the product over-the-counter?: no.